Manufacturer narrative:
Additional information has been requested but has not yet been provided by the initial reporter. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports saline solution was drawn up and saline solution came out from the top and side of the needle.

Manufacturer narrative:
Submit date: 8-may-2019. Additional information was received from the customer on (B)(6) 2019. The following